Manufacturer narrative:
(B) (4). Damaged yoke. Evaluation summary: the analysis results found that an ets45 device was received instead of an ats45. The device was received in good visual condition and with a reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The clamping and firing mechanism was noted to be damaged. No functional test was performed due to the condition of the device, however, the returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken. Although no conclusion could be reached as to how the yoke teeth became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it should be noted that at least a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected at qa. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, they were firing across mesentery; the pt was a revision so there was a lot of inflammation. The surgeon stated that when he clamped down on tissue it was hard to clamp down. He attempted to fire and it would not fire. He then attempted to open it and it would not open. They put another device and fired behind the first device. The surgeon was able to fire the second device twice; however, the staples did not look like they formed correctly. They pulled both of these out and got an ats45. They attempted to fire it and it would not fire. A second ats45 was opened and it worked correctly. The pt is okay.